Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and indication for initial surgical procedure? Were there any intra-operative complications? Was there any deficiency or anomaly of the mesh? If yes, please describe it. When was the mesh exposure first noted by a physician? Diagnostic confirmation of mesh exposure? Date and results of mesh excision procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Other relevant patient history/concomitant medications? Product code and lot number?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced exposed mesh vaginally causing discomfort. Excision of exposed mesh was performed and patient satisfied with results. Additional information has been requested.